Manufacturer narrative:
A picture was received and a split could be observed in the neckstrap. The unit was in used condition. The initial complaint was able to be confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that the eyelit of a smiths medical tracheostomy had split . No adverse effects reported.